Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a skin revision around the abutment site on (B)(6) 2013. Additionally, it was reported that over the course of two years the patient was prescribed greater than six courses of oral antibiotics (bactrim, amoxicillin, and cerftin. Duration and dosages not reported). The implanted device remains.